Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was hardware failure. The technical support specialist was unable to access the device remotely because the c drive was full. As a result, the field service engineer addressed the problem by replacing the all-in-one (aio) hardware and board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer could not be opened. The customer reported that the issue resulted in a delay in providing the medication to the patient. There were no adverse events or injuries reported based on this incident.